Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
Basically a primed cardiohelp was connected to the patient. A negative flow was seen by the perfusionist. Zero flow mode did not work or was activated automatically. Complaint number: (B)(4).

Event description:
Complaint number: (B)(4).

Manufacturer narrative:
The initial complaint description was: "zero flow mode did not work or was activated automaticly". The technician tested the unit extensively and performed maintenance and released the device back in use. The reported failure could not be confirmed due to the fact that the technician could not confirm the failure. And a most probable root cause could not be determined. Because the device was used during treatment a relationship from the device and the complaint is given. The occurence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. The ocurrance rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.